Event description:
It was reported that inappropriate trigger of atrial arrhythmia was observed for a symptomatic patient due to competitive atrial pacing. Patient also reported having palpitations. Device was reprogrammed and no further information is available.